Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was 300mg/dl at the time of incident. Troubleshooting was performed for no delivery alarm. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed displacement test, unexpected restart error test, basic occlusion, occlusion test, prime and excessive no delivery test. No excessive no delivery alarm during testing.